Manufacturer narrative:
Device evaluation details: the device evaluation has been completed. The device was visually inspected and it was observed a hole in the pebax. The root cause of the damage on pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device during the procedure. Then, deflection test was performed and the catheter failed. A failure analysis was performed and the catheter was dissected on the tip area, the t bar was found slid down causing the improper deflection condition. A manufacturing record evaluation was performed and no internal action was found during the review. The customer complaint was confirmed. The root cause of the catheter t-bar displacement cannot be determined since there was evidence of the properly assembly of the device. In addition, there was a previous investigation to reduce t-bar slippage issues. However, this cannot be conclusively determined. This failure does not represent any patient consequence. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch¿ electrophysiology catheter for which biosense webster¿s product analysis lab identified a hole on the pebax. It was initially reported by the customer that during the procedure the catheter stopped deflecting. There is no information on resolution of the issue. The procedure was completed. There were no patient consequences reported. This reported deflection issue is not MDR reportable since the potential risk that it could cause or contribute to a serious injury or death is remote. On (B)(6) 2020, the bwi product analysis lab received the complaint device for evaluation. On (B)(6) 2020, during device evaluation a hole in the pebax was found with metal exposed. This finding was assessed as an MDR reportable malfunction since the integrity of the device was compromised.